Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during ablation the intellanav mifi open-irrigated ablation catheter was positioned in a loop in the left atrium, but after a few ablations the temperature sensor detected 48 degrees celsius which it was inaccurate. There were no error messages displayed. There were no patient complications. The catheters are expected to be returned for laboratory analysis. It was further reported that the catheter will not be returned for analysis. The catheter was unable to ablated after being heavily manipulated. The issue was related to high temperature, it was persistent. The ablation was performed at 35 w. The mapping system used during the procedure was rhythmia hdx with the maestro 4000 connection box.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during ablation the catheter was positioned in a loop in the left atrium, but after a few ablations the temperature sensor detected 48 degrees celsius, which it was inaccurate. There were no error messages displayed. The catheter was replaced. There were no patient complications. The catheter is not expected to be returned for laboratory analysis.